Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient claimed that upon sensor deployment, sensor wire did not insert. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and sensor wire was detached from housing puck. Customer complaint of detached/missing sensor wire was confirmed.